Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, the patient took a strep throat test and that generated negative results.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146861 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146861 and test base part number 195-430h / lot 140555r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146861 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.